Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on : (B)(6) 2009, the patient presented with preoperative diagnoses 1) lumbar radiculopathy. 2) lumbar herniated nucleus process. 3). Lumbar stenosis. 4). Lumbar spondylosis. He underwent following procedure : 1. Laminectomy, facetectomy l4-5 (this was done for the sole purpose of decompressing the thecal sac and nerve roots and required significantly greater time and attention than a simple posterior interbody fusion. 2. Diskectomy with interbody fusion l4-5. 3. Interbody structural cage l4 -5. 4. Placement of posterior spinal instrumentation l4-5. 5. Posterolateral fusion l4-5. 6. Local autograft. 7. Fluoroscopic imaging for placement of minimally invasive screws . Per the medical records, fluoroscopic imaging was used to localize the site of the skin incision which was to be over the left l4-5 facet. The residual disk material and endplate material was removed using pituitary rongeur. Interspace was irrigated. Trials used to identify the appropriate size spacer. Anterior interspace was packed through a funnel with local autograft and mosaic covered with bmp. Peek spacer was then gently impacted in position while protecting the nerve root and thecal sac using a nerve retractor . Attention was then directed to placing in the pedicle screws on the left. Fluoroscopic imaging was used in ap and lateral plane, found be adequate. Jamshidi needles were used to cannulate the pedicle l4 and l5. The rod was then passed. The set screws were placed and torqued into position. Images confirmed adequate position of this. The taps were then removed. Final images of the screws were obtained in ap and lateral planes on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.